Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to their feelings/normal results. During troubleshooting the subject meter failed a control solution test. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.